Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue was identified during a case on the (B)(6) 2024. The jaws were not stuck shut on patient tissue at any time and the instrument release kit (irk) was not required. There was no need to remove the instrument with the cannula altogether, there was no need to enlarge the port to remove the instrument. Instrument was already returned for evaluation.